Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the 99% stenosed, moderately calcified, moderately tortuous mid left anterior descending artery (lad). During deployment of the 3.0x38 mm xience prime ll in the lad, a proximal edge dissection occurred which required treatment with a 3.0x23 mm xience v stent to cover the dissection. The procedure was completed successfully with no clinically significant delay in the procedure reported. No additional information was provided.